Event description:
It was reported that after starting a new libre 3 plus sensor and receiving an activation successful message, the ilet pump continued to display pairing with sensor until the user rescanned the sensor, after which the ilet displayed the warmup timer and pairing proceeded normally. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included guided troubleshooting and education with the user to rescan the sensor and confirm warmup on the ilet. Investigation of this case revealed a temporary pairing communication issue between the ilet and the libre 3 plus sensor that resolved with a rescan, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient pairing issue resolved by user guidance.